Event description:
After connecting the IV set to the needle-free connector, the fluid cannot flow through the connector into the indwelling needle

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: a mz1000 china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 25105088. The feedback provided by the customer states that, " the fluid cannot flow through the connector into the indwelling needle". No further information was available to assist the investigation in this instance. A review of the production records for lot 25105088 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
No additional information.